Event description:
The customer reported that the patient allegedly underwent a revision of a ts knee as a result of infection to cement spacer. The date of the original implant was (B)(6) 2011.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ts knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.